Manufacturer narrative:
Concomitant medical devices: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 355531, lot# n342860, implanted: (B)(6) 2012, product type: screening device. Product ID: 8591-38, lot# d07347, implanted: (B)(6) 2012, product type: accessory. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the desktop charger, lot # c0410550, found a broken connector. (B)(4).

Event description:
The consumer reported that the recharger was not charging. The connector pin was broken. The patient noticed this on the day of the report. Also, the patient's implantable neurostimulator (ins) was dead and she stopped feeling stimulation on (B)(6) 2016. The patient still had concerns regarding the device or therapy, but they were working with the physician or manufacturing representative. The patient had to make an appointment. Indications for use include failed back surgery syndrome and spinal pain.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.